Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source and provided guidance on how to press the button correctly. After removing the pump from its case, the customer confirmed that the button functioned as intended.